Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) powered off during a cardiac arrest event. They were able to turn it back on, and the user did not observe any error codes. Although the crew was able to restart the autopulse platform, they lost confidence in keeping the platform running and switched to manual CPR. No further information was provided. The patient's status information was requested, but the customer did not provide a response. The customer was unsure whether this incident was a user error, and the zoll representative was unable to reproduce the issue during subsequent testing. The zoll representative ran the autopulse for approximately 15 minutes without any problems, both in continuous and 30:2 modes. The customer is also concerned about the wear marks located on both sides of the autopulse platform, near the lifeband attachment points. These dents create friction on lifebands during operation, causing them to shear and fray. The zoll representative was able to replicate this issue using the zoll training lifeband.